Event description:
It was reported that the pump screen was dark and would not turn on, and the battery was not charging. There was no adverse impact to the customer¿s blood glucose level. A replacement cable and wall adapter were sent to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.